Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen. The patient¿s certified diabetes educator (cde) reported the patient went to the emergency department (ed) because his cgm displayed 44 mg/dl; however, his bg upon admission to the ed was 176 mg/dl. No specific medical intervention was reported and the length of stay in the ed was provided. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.